Event description:
It was reported that the, "cassette does not start." There was unknown patient involvement.

Manufacturer narrative:
E1: phone number (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. The previous service on 28-feb-2024, safety check, is not related to the current complaint. Review of the event history log was not applicable. Functional testing confirmed the customer's reported issue. The investigation found the pump's dso sensor is damaged and therefore the pump does not recognize the cassette. The dso sensor will be replaced.